Manufacturer narrative:
It was reported that "customer stated that she fell and hit her head while sitting on the rollator yesterday while she was at the hospital. She said that the brakes were applied but the rollator did not lock. She said her hips were hurting afterwards and she hit her head. She said she had to stay an extra night there due to her fall. She had already been at the hospital previously for a different concern, and they had given this rollator to take home". Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was requested for evaluation. No additional information is available. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that "customer stated that she fell and hit her head while sitting on the rollator yesterday while she was at the hospital".